Event description:
It was reported that during a pulsed field ablation procedure, the slide control was jammed. The wire was advanced which helped the array retract into the sheath without issue. This occurred at the end of the procedure, and the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the loop catheter pscc100 with lot number 0012364808 was returned and analyzed. The returned device matches the reported complaint product identification. Mechanical verification of steering and slide mechanisms show initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. The guidewire was retracted and fully advanced without any issues. Steering function is normal, with the distal catheter tip responding with approximately 170 degree rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed and using a test catheter interface cable connected to the generator. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage and also passed the electrical continuity test. Prior to dissection, the catheter was x-ray examined. X-ray imaging showed a kinked electrode wires inside the handle approximately about 3.02 inches from the nose of the handle, inside the shaft. No damage to the electrode wires within the array was observed. The electrodes and the wires appear intact without any issue. Nitinol array wire ass intact and properly attached at the tip and the dual lumen with no exposed wires nor contact to the electrode wires. Dissection of the catheter confirmed kinked electrode wire within the handle, other electrode wires appear intact without any anomalies and no insulation either damaged or charred at the shell of the catheter handle connector receptacle. The reason of the breakage remains undetermined. In conclusion, the loop catheter failed the returned product inspection due to the kinked electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.